Event description:
On (B)(6) 2012, the pt received an scs system including two leads (from the same lot). During the implant procedure, the pt experienced a wet tap when the doctor attempted to place the leads. The pt did not experience any symptoms associated with the wet tap.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.